Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "broken medial mall and fractured poly." Additionally reported: revision, pain.

Event description:
As reported: "broken medial mall and fractured poly." Additionally reported: revision, pain.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the sliding core was returned with one of the four sides broken. The insert shows very high deformations as well as a significant material erosion on either the posterior side or the anterior side of the implant, which proves that high mechanical loading has been applied to the implant on an extended period of time. Since x-rays were provided, the medical opinion of a medical expert was requested. His statement is as follows: "the information given is very limited. Even looking at the x-rays does not really help for finding a cause, since the poly was already broken at that time. What does stand out is the fracture in the medial malleolus as well. There might have been a trauma which was severe enough for both the fracture and the breakage of the poly. However, this is an assumption from my side. The poly could already have broken and caused the metal components to apply stress on the medial malleolus. Furthermore we have no information on the actual lifetime of the poly. [...] The breakage of the poly is usually multifactorial, in this case a trauma might have attributed to the poly breakage." Based on investigation, the exact root cause could not be determined for certain, since not enough x-rays were provided, as well as an implantation period. A potential trauma to the patient could have contributed to the poly breakage. A review of the device history was not possible because the lot number was not communicated and the returned device was so deformed that no identification could be performed. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.